Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received. A system check was performed and the pump performed as intended. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Reportedly, the customer primed the air bubbles out of the tubing and performed an infusion set change. Customer's blood glucose level was 155 mg/dl.